Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion located in the external iliac artery. The 9.0/40 mm absolute pro was advanced without issue to the lesion. During deployment of the stent, when the stent was 1/2 to 3/4 deployed the handle mechanism began spinning and the stent implant stopped deploying. The delivery system was held taut and was pulled back. The stent was able to finish deploying in the target lesion. A 2nd planned stent was also deployed completing the procedure successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual and functional inspections were performed on the returned device. The reported difficult to deploy was unable to be confirmed as it was based on operational circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.